Manufacturer narrative:
Symptom of hypotension during transfusion using device appears limited to small cohort of confitions, all of which cause vascular instability, may be any one or srveral fo following curcumstances: hemodialysis, cardiac surgery, transfusion through central lines and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rate. These conditions, per se, do not result in precipitous hypotensive reactions. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in pt, must also be present. This is borne out by fact that same pt received two (2) subsequent transfusion through device, which were uneventful. It is unclear as to whether when preceding condition and/or practices exist in proper configurations, whether device also plays a contribuing role in reaction observed. There has been no correlation between mfg lots and these reactions. Lot number was not identified by user, not was device returned. Accordingly, evaluation of the mfg and field histories could not be achieved. This category of reactions appear limited to small number of health facilities. Although these reactions could be consistent with presence of a short-lived biological modifier, no evidence of such a modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction remains unidentified. The health care professional later indicated that this was not considered a reportable event, blood pressure change from 157/73 to 127/67 to 120/87. Health care facility reported that, following a meeting with co technical representatives, maximum allowed flow rate of transfusion during hemodialyis, was reduced, and subsequently no hypotensive reactions have been reported.

Event description:
A dialysis pt was being transfused with packed red cells through the device, 15 minutes into transfusion pt developed chest tightness, hypotension and diaphoretic. Transfusion was then stopped.